Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was stuck in the patient. A 135/10 renegade hi-flo kit was selected for a renal arteriotomy. During the procedure, it was noted that the device was stuck in the patient and was then directly removed without any intervention. After the device was removed, it was observed that the catheter was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.